Event description:
It was reported that patient presented in emergency room after experiencing syncope. Upon interrogation, it was found patient's right ventricular lead exhibited loss of capture. It was also found from x-ray that the lead was dislodged. The lead was repositioned on (B)(6) 2022. After lead reposition loss of capture, inconsistent capture threshold and low pacing impedance was noted on the lead. It was also noted that patient experienced syncope. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Medwatch form received from hospital - uf/importer report #(B)(4). The reported events of loss of capture and low pacing lead impedance were not confirmed. As received, a complete lead was returned in one-piece with the lead helix retracted and clogged with blood and tissue. X-ray examination found the inner coil inside the connector region was over torqued which is consistent with procedural damage. After cleaning the helix could be extended and retracted by applying torque directly to the inner coil. The full helix extension length was measured within specifications. Electrical testing did not find any indication of conductor fractures. All the damages found are consistent with procedural damage.